Event description:
Customer claimed that upon opening the foil packaging of device #0093 from lot 10107 (restrata minimatrix, rmini-2000), loose product was found outside of the inner stick-pack, but within the foil packaging, suggesting the inner packaging was compromised. The device was not used on any patient, and it was returned to acera for analysis.

Manufacturer narrative:
Malfunction was verified, but no conclusive finding is available and cause was not established. There were no health consequences or impact as the unit was not used on any patient. After internal investigation (B)(4), this was deemed an isolated incident limited to this device, with no other known units impacted to date.